Manufacturer narrative:
Additional information was received and provides an update to the event date and date of death. The b2 (date of death) and b3 (date of event) fields have been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 81 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c at pump implant. Prior to the cp placement the patient was supported by an intra-aortic balloon pump (iabp) and extra-corporeal membrane oxygenation (ECMO). The patient's underlying medical history was not shared. While on the cp-ECMO support the patient suffered from a hemorrhagic stroke. The act was managed at 160-180seconds with heparin anticoagulation. Anticoagulation necessary for the pump placement and support can contribute to bleeding. After the stroke the patient did expire. The relationship of the death to the cp was noted to be "unclear" per the physician in japan. Further clarification is being sought.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.